Manufacturer narrative:
Analysis on the returned computer resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the computer boots normally to the application screen and programs starts and runs normally. No "no signal" messages were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a "no signal" failure. The computer was replaced and the system then passed a system checkout. Section d information references the main component of the system and other applicable components are: product ID: 9735368 computer, serial/lot #: (B)(4), ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 9735368r, serial/lot #: unknown, ubd: unknown, UDI# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that even though the power was turned on, a "no signal" indication was present on the computer and it would not start. There was no patient involved.